Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported that the patient was implanted with an elevate anterior in (B)(6) 2012 with a successful outcome. In (B)(6) of 2013, the patient was in a major auto accident and prolapse recurred immediately following the accident. An additional elevate anterior mesh was implanted on (B)(6) 2013, to treat the prolapse. No further patient complications were reported.